Manufacturer narrative:
The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow particles in the inner surface, crease fold, wear abrasion and total delamination of the valve. Leak test and microscopic analysis was performed which identified: one opening crease smooth on the posterior and total delamination of the valve. Based on the device analysis the final assessment is: total delamination of the valve (adhesive failure). One crease smooth opening on the posterior due to fold flaw opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.